Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has already been provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): under infusion

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. During the analysis of the history files a flow deviation could not be comprehended. The sample was subjected to a visual and functional examination. A small crack on the operating unit could be found. A delivery accuracy measurement according was arranged. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For investigation the pump was disassembled. The sealing on the front frame was damaged. No other damages could be found. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operated within our specification.